Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of a motor error from the insulin pump. The customer's blood glucose reading was 170 mg/dl. The customer stated that he was trying to deliver a pre-meal bolus and received a motor error, customer tried doing a set change and upon the rewind it occurred again. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was also advised to remove the reservoir and infusion set from the pump and ensure that the infusion set and reservoir are not disconnected. The insulin pump was not exposed to high magnetic field. The customer could not recall any significant event leading to the alarm. The customer was advised to zero out the basal rate and revert to a backup plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.